Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 13. Details of surgery: primary stability not achieved, implant surface not completely covered with bone, ridge augmentation and immediate extraction site. On (B)(6) 2022, non-osseointegration was verified. Patient presented with bone type iii, fair oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, mobility, swelling, increased sensitivity, abscess, fistula and inflammation. No further patient complications were reported.